Manufacturer narrative:
The device was received with the cannula assembly deployed. No issues were found with the needle mechanism that would result in the needle deploying early. Although no issues were observed with the needle mechanism, it could not be determined when the needle deployed. A root cause for the reported event of the needle deploying early could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the cannula deployed, indicating a needle mechanism failure. The patient's blood glucose levels were unaffected, and the pod was not worn.